Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that users mentioned patient and orders not crossing over on multiple stations. A technical support specialist (tss) attempted to connect to the database via structured query language (sql) server management studio (ssms) and was initially unable to establish a connection. As a result, pyxis enterprise server (pes) and healthsight viewer (hsv) could not be accessed. It was observed that all servers were experiencing the same issue. After validating each server with the database team, tss was able to successfully access all server databases via ssms. All essential services were confirmed to be running properly. A downtime query was executed, and all carefusion care coordination engine (cce) messages were found to be crossing over without issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user mentioned patient and orders not crossing over on multiple stations. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, user mentioned patient and orders not crossing over on multiple stations. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, medical device catalog, medical device model unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.